Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2017 with the following findings: a review of the black box showed multiple occlusion alarms. The force at the time of the occlusion was high. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no occlusions occurred. The force sensor calibration testing confirmed the sensor was detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.